Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a lead/extension issue and the lead migrated. Reprogramming was done as diagnostic testing. There was a patient symptom or complication associated with the event which included pain at the shoulder blades. Stimulation was also not in the correct location. Actions required as a result of the event was a revision and they pulled the leads down during the revision. If there was a product issue, the issue was resolved and the cause of the issue was determined that the leads were not in the correct position. Patient status at the time of the report was alive, no injury. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.